Event description:
It was reported that pump displayed malfunction code 13 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump, confirmed warranty and shipping details, provided instructions for placing pump into storage mode, and instructed customer to return problematic pump within 10 days and to program pump settings and connect cgm on replacement pump.